Event description:
The manufacturer received information regarding a simplygo. The device was returned to a third party service center. During visual inspection of the device, the device was found to not function properly/would not turn on. An image provided by the third party service center displays thermal damage (charred marks) to the pca (printed circuit assembly). There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. An estimate of repair was provided by the third party service center. The inlet filter kit, sieve canister kit, compressor kit, and check valve cover was replaced.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.